Manufacturer narrative:
The bottom surface of the set screw is the surface that interacts with the rod to create a stable construct, therefore the wear pattern on this surface was inspected and may be indicative of the screw performance. An evaluation found that the explant surface does not display the expected hour glass wear pattern. The absence of the hour glass wear pattern indicates that the set screw was not fully tightened while being normal to the rod, with distributed loading of the rod.

Event description:
Post-op x-rays revealed an arsenal set screw had backed out of position. Revision surgery to remove and replace with an arsenal 2.0 system took place (B)(6) 2018. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.